Event description:
Procedure type: laparoscopic cutaneous colostomy. According to the rptr: during the case, the user noticed that the staples did not close. Colic perforation. Hematoma. Intervention time extended. No add'l info at this time.

Manufacturer narrative:
(B)(4).